Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump's act and esc buttons were not working. Customer's blood glucose value was 174 mg/dl. Customer was advised to discontinue the use of pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted.